Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a bio ID failure occurred following the es 1.11 station upgrade. The customer stated that the device's bio ID scanner displayed a "spoof" error when caregivers attempted to authenticate with their fingerprints. Users were required to attempt fingerprint authentication two to three times before gaining access. In some instances, the system prompted for a password instead, and in other cases, one to three device reboots were needed before the bio ID would accept the fingerprint. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed. The technical support specialist (tss) dialed in and identified that the issue was related with the knowledge article "v1.11 - slowness in workflow after upgrading device. Memory spikes detected" and also in logs a bio ID timeout error was identified. Tss rebooted the system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.